Event description:
Media leak [product complaint]; bags with the grafts placed upside down [product storage error]; the patient had no adverse events due to epicel grafts [no adverse event].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous product quality complaint (pqc) case initially received from a customer care representative on 06-jan-2021 regarding 'media leak', 'bags with the grafts placed upside down' and 'the patient had no adverse events due to epicel grafts'. The patient's medical history was not provided. The patient's concomitant medications were not provided. *on (B)(6) 2020, the patient had suffered thermal burns of 48% body surface and was admitted to hospital.* *on (B)(6) 2020, at 08:15, the patient underwent skin biopsy of left and right groin with epicel skin biopsy kit (expiration date: 19-mar-2021).* on (B)(6) 2020, the burn therapy specialist (bts) from vericel reported finding media leak in the bag with epicel autografts (cultured epidermal autografts, lot number: ee02705, expiration date: 18-nov-2020). The bts was not sure if the leakage occurred in transport or when the bag with autografts was unpacked. Additionally, the operating room staff (or) without regard for the red arrows on the outer container, which showed correct orientation, carted the graft to the operating room suite and placed the plastic bags with the grafts upside down in the freezer. It was reported to have been only a few moments before being corrected. It was reported that there was no evidence of any outside damage to the carrier dishes. There were no cracks, no tears in the foil seals, and all carrier dishes seemed to have the same amount of media. All the grafts were oriented correctly in the carrier dishes and appeared acceptable. On (B)(6) 2020, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as <0.1 pass. On (B)(6) 2020, the patient received all 62 epicel grafts for burn covering *48 %* of tbsa. It was reported that the patient had no adverse events due to epicel grafts. Additional information received from a quality control manager on 12-jan-2021 included qc lot assays and is blended in the case narrative above. No further information was provided. All follow-up information is included in the case narrative above, with the latest information presented between asterisks (*). Follow up information received from the burn care specialist on 06-feb-2021: confirmation that the patient did not experience any adverse events due to the graft issues reported initially was provided: 'the patient had no adverse events due to epicel grafts'. Indication for epicel was provided. Event start date for 'media leak' was provided. Date of epicel grafting was provided. Follow up information received on 23-mar-2021 included: height, weight, age and gender of patient were added, epicel indication was updated from 'burn covering >30 % of tbsa' to 'burn covering 48 % of tbsa'. Physician's contact and biopsy dates were added. Case comment: product complaint and product storage error is listed by convention. Reportedly, media was found in the bags containing the epicel grafts. The patient was grafted with all grafts and there were no adverse events. The product complaint is assessed as malfunction. In addition, the operating room staff unpacked the container and placed the plastic bags with the grafts upside down which is considered as improper storage of the product which could have led to leaking as well. There were two potential risks associated with leakage: 1) use of potentially microbially contaminated implant could lead to increased susceptibility to infection and failure of the implant to integrate, and 2) drying of the implant due to fluid loss during transport could injure the cellular components or desiccate the matrix material, which could also lead to failure of the implant to integrate or delamination. This case is assessed as a 30-day medical device report due to the device malfunction and it will be expedited to the us FDA.

Event description:
Media leak [product complaint]; bags with the grafts placed upside down [product storage error]; the patient had no adverse events due to epicel grafts [no adverse event].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous product quality complaint (pqc) case initially received from a customer care representative on 06-jan-2021 regarding 'media leak ', 'bags with the grafts placed upside down ' and * 'the patient had no adverse events due to epicel grafts '. *in addition to burn covering >30 % of total body surface area (tbsa), no other medical history was provided.* the patient's concomitant medications were not provided. *on 18-nov-2020*, the burn therapy specialist (bts) from vericel reported finding media leak in the bag with epicel autografts (cultured epidermal autografts, lot number: ee02705, expiration date: 18-nov-2020). The bts was not sure if the leakage occurred in transport or when the bag with autografts was unpacked. Additionally, the operating room staff (or) without regard for the red arrows on the outer container, which showed correct orientation, carted the graft to the or suite and placed the plastic bags with the grafts upside down in the freezer. It was reported to have been only a few moments before being corrected. It was reported that there was no evidence of any outside damage to the carrier dishes. There were no cracks, no tears in the foil seals, and all carrier dishes seemed to have the same amount of media. All the grafts were oriented correctly in the carrier dishes and appeared acceptable. *on 18-nov-2020*, the patient received all 62 epicel grafts for *burn covering >30 % of tbsa*. On 16-nov-2020, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass ". Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay qc2-136 was reported as <0.1 pass. *it was reported that the patient had no adverse events due to epicel grafts*. Additional information received from a quality control manager on 12-jan-2021 included qc lot assays and is blended in the case narrative above. All follow-up information is included in the case narrative above, with the latest information presented between asterisks (*). Follow up information received from the burn care specialist on 06-feb-2021: confirmation that the patient did not experience any adverse events due to the graft issues reported initially was provided: 'the patient had no adverse events due to epicel grafts '. Indication for epicel was provided. Event start date for 'media leak' was provided. Date of epicel grafting was provided.

Event description:
Media leak [product complaint]; improper storage of unused product [product storage error]

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous product quality complaint (pqc) case initially received from a customer care representative on (B)(6) 2021, with additional information received on 12-jan-2021, regarding 'media leak'. The patient's concomitant medications and medical history were not provided. On an unspecified date, burn therapy specialist (bts) from vericel reported finding media leak in the bag with epicel autografts (cultured epidermal autografts, lot number: ee02705, expiration date: 18-nov-2020). Bts was not sure if the leakage occurred in transport or when the bag with autografts was unpacked. Additionally, the operating room staff (or) without regard for the red arrows on the outer container, which showed correct orientation, carted the graft to the or suite and placed the plastic bags with the grafts upside down in the freezer. It was reported to have been only a few moments before being corrected. It was reported that there was no evidence of any outside damage to the carrier dishes. There were no cracks, no tears in the foil seals, and all carrier dishes seemed to have the same amount of media. All the grafts were oriented correctly in the carrier dishes and appeared acceptable. On an unspecified day, the patient received all grafts for an unknown indication. On (B)(6) 2021, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as < 0.1 pass. Additional information received from a quality control manager on 12-jan-2021 included qc lot assays and is blended in the case narrative above.